Event description:
It was reported that the pt had numbness in his extremities. The hcp believed that the catheter may have gone too far into the spinal column and was touching a nerve, resulting in numbness. The catheter was moved out of the spine, and the proximal end of the catheter was trimmed 2 inches. The hcp also noted that the catheter boot connection had slipped off, so the catheter was sutured to the lumbar dorsal fascias. The pt has reported since the surgery that the symptoms were still present, but had improved a little.